Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker jolted and the patient passed out. The patient fell onto the concrete and cracked their head and had a break in their pelvis. Technical services suggested the pacemaker be interrogated and referred the patient advocate to the following facility for additional information. Additional information has been requested but not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.